Manufacturer narrative:
The display screen has a pinkish contrast. Audio bolus button cover is torn; the button is still operable. During investigation, the pump was powered on to a pink contrast display. Unrelated to the original complaint, the audio bolus button cover was torn but the button still responded appropriately to user input.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was (dim/fading/color spectrum). The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.